Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-10-19. H6: investigation summary: to aid in the investigation of this incident, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, a red particle (from the vial stopper) was observed within the syringe. The provided needle was microscopically examined and the bevel was found to be well formed with no signs of cannula related defects. The needle sample was tested using different angles of penetration on a lab vial with a plastic stopper. No difficulties occurred during the needle puncturing process. After the penetration testing was complete, microscopic examination was performed and no particles from vial stopper fragmentation were found and the bevel still was well formed. Based on the investigation results, an exact cause could not be determined for the reported incident. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that when the bd¿ blunt fill needle punctured the vial stopper, bits of rubber were sheared off into the omeprazole. The following information was provided by the initial reporter, translated from german to english: "our product has been in use for a long time, so far there have never been any problems. Lately, however, there has been an increasing number of punchings. However, this only applies to a specific ampoule: omeprazole; sandoz dry sub through 40 mg; 1 x 5 pcs."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that when the bd¿ blunt fill needle punctured the vial stopper, bits of rubber were sheared off into the omeprazole. The following information was provided by the initial reporter, translated from (B)(6) to english: "our product has been in use for a long time, so far there have never been any problems. Lately, however, there has been an increasing number of punching's. However, this only applies to a specific ampoule: omeprazole; sandoz dry sub through 40 mg; 1 x 5 pcs".